Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Extensive device testing at the failure analysis center found the internal hlc batteries depleted for an unknown cause. A conclusive cause of the reported event could not be determined. A replacement device was provided to the customer.